Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported parameter inaccuracy. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:30nov2020 b4:(B)(6) 2020 h11: h6: patient code updated: there was no patient involvement. The manufacturer¿s international service technician could not confirm and duplicate the reported issue. The device was returned to use and no parts were replaced. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.